Event description:
Complaint alleged that the medics were transporting a female patient (age unknown) to a facility to have a scheduled cardiac catheterization performed. The medics attempted to monitor the patient, but the medics observed a green dot in the center of the display screen upon power up of the device. The medics were eventually able to obtain another device to monitor the patient. The complaint indicated that there was no adverse effect on the patient as a result of the reported malfunction.